Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: d9 - date returned to mfg. Investigation ¿ evaluation: it was reported that the hub of an ultrathane mac-loc locking loop multipurpose drainage catheter separated. The device was required for use as a percutaneous nephrostomy and was placed via the right flank into the right kidney urothelium. The patient was a 65-year-old male who was moderately active and performed all activities of daily living (adls). After placement, the drain was accessed by the patient via a 3-way stopcock once a day to forward flush with 10 ml saline; otherwise, the drain was left open to gravity drainage bag. About 3 weeks after the catheter was placed, the patient woke up in bed soaked in urine and discovered the catheter was leaking at the connector site. The catheter was flushed which resulted in immediate leakage between the mac-loc cap and the catheter shaft. As a result, the patient presented to interventional radiology (ir), and the catheter was removed and replaced. No other adverse events were reported. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. The ultrathane mac-loc locking loop multipurpose drainage catheter was returned in a used and damaged condition. The device was received with the flare cut away from the catheter shaft. Upon visual inspection, it was noted that the flare showed no signs of material elongation or tearing, and both the white rotating cap and the mac-loc hub were intact. Glue residue was observed inside the white cap and on the threads. The distance between the cap and the hub was measured and determined to be out of specification. The returned device was determined to be manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed one related quality control discrepancy in which one device was reworked. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The current instructions for use [IFU__multi2_rev1] state the following: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded the cause of this event is manufacturing related. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b5. Correction: a2 - age at time of event, a2 - age units (patient), a3a - sex, b1, b2- outcomes attributed to ae, h1, h6 - annex e, h6 - annex f. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 10oct2025, it was reported that the drain was acting as a percutaneous nephrostomy, which entered patient¿s right flank and pigtail looped inside the right kidney urothelium. Patient was a 65-year-old man, moderately active and performed all adls and iadls. The patient accessed the drain via the 3-way stopcock once a day to forward flush with 10 ml saline, but otherwise the drain was left open to gravity drainage bag. Three weeks after placement, the patient was at home in bed when they woke up soaked in urine. It was found that the catheter was, "leaking at the connector site.". The catheter was flushed with saline, and the immediate leakage of a few drops was observed to be coming from the cap of the mac-loc adaptor. The patient then came to interventional radiology, and the catheter was removed over a wire in the same fashion after unlocking the pigtail loop and was replaced with a new-like device.

Manufacturer narrative:
H3 - device evaluated by mfg?:device evaluation anticipated but not yet begun, awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the hub of an ultrathane mac-loc locking loop multipurpose drainage catheter separated. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details have been requested but are currently unavailable.